Manufacturer narrative:
The hp's family received baxter's urgent device correction letter dated 11/02/2004 regarding reports of patients receiving a shock when using the homechoice devices. The letter states "while the likelihood of this type of event occurring is remote, it does present a potential risk to health due to shock. If you experience any difficulty turning your device on or off or, if you notice that the power switch is loose, please immediately unplug the unit and contact baxter global technical service (bgts) for immediate assistance." See attached letter for additional details. The device was returned to the manufacturing facility's product analysis laboratory (pal) and the device's event, therapy, and alarm logs were downloaded and reviewed. The power cord that was returned with the device was inspected and tested. The cord was found to be electrically intact with no shorts, opens or physical damage. Three simulated patient therapies were performed using the patient's therapy settings. During these therapies, no problems were encountered. The device then had the electrical leakage test and the device passed all testing pertaining to electrical leakage. The cover was opened and an overall general internal inspection performed on the device. No problems were revealed and all connections appeared correct and secure. A more detailed inspection was then performed on the power switch. The inspection found that the retaining pin crimps are intact, and there is no evidence of any arcing or overheating present on the switch housing. Power switch function was smooth acting with minimal resistance when turning the device off or on. The switch is of the design that is currently being replaced during the refurbishment process. The device has software version 8.70 installed and 556 meter-hours since last refurbishment. The pal evaluated the device and no failure or malfunction of the power switch or the device was identified that could have caused or contributed to the user receiving an electrical shock.

Event description:
The home patient (hp) reported she experienced an electrical shock in her foot. The hp received baxter's letter regarding the possibility of electrical shock. The letter advised the customer to contact baxter if further assistance is necessary, which the hp did. The hp requested a replacement cycler, and there was no patient injury or medical intervention reported as a result of this incident.